Manufacturer narrative:
The device has not yet been returned for an evaluation. I any new information is discovered, a follow-up report will be submitted.

Event description:
They advised that the machine "caught alight", the fire service attended. We confirmed that there was nothing flammable around the machine at the time of the incident and have been able to recover the machine. It is currently being stored in our quarantined area for further testing. One of our maintenance engineers has taken a look at the machine and provided a short report. The front control panel around the on/off switch is burnt and there are also burns inside the machine, around the on/off switch. We are unable to switch the machine on to complete any other tests.

Manufacturer narrative:
A visual inspection of the device confirmed there was damage to the front control panel around the on/off switch, most likely caused by heat. The unit was noted to have run 60,267 hours. There was also signs of melting/burning located inside the machine, around the on/off switch. The 9v battery was not connected, it was found loose inside the device. The main electrical wire harness was found to be fitted incorrectly. The live and neutral wires are wired up the wrong way around with the live wire going directly to the on/off switch instead of to the circuit breaker.